Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dental implant is loose and has come out completely. They were able to reinsert it but it is now compromised. This is a contraindicated patient.